Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test with message 'system volume too large', o2 cell/sensor test, flow transducer test and patient circuit test. On-site investigation was performed by our field service engineer. The air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the replaced part was the cause of the failure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/18/2002. Corrected manufacture date: 10/04/2005.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).